Manufacturer narrative:
The customer contacted physio-control and explained that after further evaluation of the device and the simulator being used, it was observed that the test connection to the device from the simulator was loose. Once the connection was resolved, normal device operation was observed. There was no failure of the device. The device has since been placed back into service for use. The device will not be returned to physio-control.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with options to have their device evaluated for the reported issue, as their device is no longer covered under warranty. The customer has not decided on having the device returned to physio for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer reported that during an routine device inspection, the device did not deliver a defibrillation shock when the shock button was pressed. The device also experienced a reboot during testing while performing the defibrillation energy calibration. There was no patient use associated with the reported issue.